Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 3.00x38mm promus element stent was advanced to the unspecified target lesion; however, the device was unable to cross the lesion. The physician removed the device from the patient and it was noted that the stent was 'broken'. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.